Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) switched on ok, but did not pump. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
N/a.